Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 due to incomplete uterovaginal prolapse, cystocele, stress urinary incontinence, frequency and urgency. Following insertion, the patient experienced pain, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent mesh removal concurrently with laparoscopic sigmoid colon resection and repair of umbilical hernia on (B)(6) 2010 due to chronic phlegmon. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent pelvic organ prolapse, cervical hypertrophy, enterocele, and complication of mesh placed.it was reported that patient underwent mesh revision on (B)(6) 2011 by dr. (B)(6).

Event description:
It was reported that following insertion the patient experienced recurrent pelvic organ prolapse, cervical hypertrophy, enterocele, and complication of mesh placed.it was reported that patient underwent mesh revision on (B)(6) 2011 by dr. (B)(6).

Manufacturer narrative:
(B)(4). It was reported that patient underwent robotic-assisted exploratory laparoscopy, right salpingo-oophorectomy, posterior colporrhaphy, and cystourethroscopy on (B)(6) 2016 by dr. (B)(6) at (B)(6) hospital due to chronic pelvic pain status post multiple abdominal and bowel surgeries, vaginal prolapse, rectocele, urinary urgency, and frequency.

Event description:
It was reported that patient underwent robotic-assisted exploratory laparoscopy, right salpingo-oophorectomy, posterior colporrhaphy, and cystourethroscopy on (B)(6) 2016 by dr. (B)(6) at (B)(6) hospital due to chronic pelvic pain status post multiple abdominal and bowel surgeries, vaginal prolapse, rectocele, urinary urgency, and frequency.